Event description:
It was reported that an asymptomatic patient presented that a patient presented remotely with episodes of oversensing on their right ventricular lead. The patient presented to the clinic on (B)(6) 2021 with r-wave amplitudes dropping, as well as capture thresholds increasing. The oversensing was noted with deep breathing as well as coughing. Lead repositioning was attempted on (B)(6) 2021, but it was noted that the lead's helix would not re-extend. The lead was explanted and replaced without further consequences. The patient was stable throughout.